Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on one of their leads. It is unknown which lead contributed to the issue. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108988.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.